Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and degenerative disc disease. It was reported that the implant is nonfunctional. No further details were known. There were no patient symptoms or complications reported.